Event description:
The customer's mother reported via phone call that the patient was hospitalized due to low blood glucose. Customer's blood glucose was unknown mg/dl. The customer was admitted to the hospital. The customer's mother stated that patient is not wearing the sensor because she can't insert it by herself and need more training. The customer was unable to complete the troubleshooting because the call was disconnected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.